Manufacturer narrative:
(B)(4). Conclusions: failure to follow instructions (deploying stent graft with hand on the graft cover).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck was 18-22 mm in diameter and 19 mm in length. It was reported while attempting to deploy the rest of the ipsilateral limb, the physician's glove became stuck in the strain relief with approximately 0.5mm left of the stent graft limb to deploy. The glove was cut and removed and the rest of the ipsilateral limb was deployed without issue. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.